Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va2yhjz, product type lead product ID: 3708660, lot# nk n276151v, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 28-dec-2026, UDI#:(B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 05-jun-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was short-circuited and the electric resistance of the extension could not be measured. Contributing factors and troubleshooting measures were unknown. The lead and extension were replaced. The issue resolved. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting that the occurred during the stage one procedure and there was no ins associated with this event. The short circuit and inability to measure the electric resistance was discovered during testing. Neither the lead nor the extension had entered the patient's body. The cause of the event was unknown. This information was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va2yhjz, serial# unknown, product type: lead. Product ID 3708660, lot# nkn276151v, serial# unknown, product type: extension. H3 product analysis 3389s-40: analysis identified that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. H3 product analysis 3708660: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.